Event description:
A consumer implanted for non-malignant pain reported for the past three to four months the implantable neurostimulator (ins) wasn't working, and they had to turn it off because of feeling a burning sensation in the elbow. At this same time the ins wouldn't recharge and there was poor communication with the patient programmer (pp). It was further reported sometime in 2016 the consumer felt the ins moving and poking out a little. The consumer contacted their healthcare provider (hcp) who told them to contact the manufacturer's representative (rep) to help get the device turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.